Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-31622. It was reported the patient was unable to increase the scs system's stimulation amplitude as the system would auto-reduce. Consequently, both of the patient's scs system leads were replaced without complication. Effective stimulation therapy was confirmed postoperatively.